Manufacturer narrative:
(B)(4). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "increasing complaints in breasts, such as swellings, inflammation and seromas, as well as severe symptoms of breast implant illness."

Event description:
Patient reported "increasing complaints in breasts, such as swellings, inflammation and seromas, as well as severe symptoms of breast implant illness " patient stated that a "t-cell clone" was found during an biopsy performed. Left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture, baker grade iii and lymphadenopathy.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii and lymphadenopathy.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Varied injuries-ndr: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. Dizziness-ndr: unable to observe as it is not related to the device. Depression-ndr: unable to observe as it is not related to the device. Headache-ndr: unable to observe as it is not related to the device. Malaise-ndr: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "increasing complaints in breasts, such as swellings, inflammation and seromas, as well as severe symptoms of breast implant illness " patient stated that a "t-cell clone" was found during an biopsy performed. Healthcare professional later reported capsular contracture, baker grade iii and lymphadenopathy. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ varied injuries ¿ ndr: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ dizziness ¿ ndr: unable to observe as it is not related to the device. ¿ depression ¿ ndr: unable to observe as it is not related to the device. ¿ headache ¿ ndr: unable to observe as it is not related to the device. ¿ malaise ¿ ndr: unable to observe as it is not related to the device. As per the investigation procedure, deformation, creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "increasing complaints in breasts, such as swellings, inflammation and seromas, as well as severe symptoms of breast implant illness " patient stated that a "t-cell clone" was found during an biopsy performed. Healthcare professional later reported capsular contracture, baker grade iii and lymphadenopathy. Device has been explanted.